Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed unexpected restart after battery installation. The insulin pump was received with cracked case at display window corners, cracked display window, reservoir tube, reservoir tube window and cracked battery tube threads. The insulin pump was received with completely broken reservoir tube lip and missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces and stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump alarmed unexpected restart after battery installation due to c13 at the interface board leaking voltage. The insulin pump passed the displacement accuracy test.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was over 30 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.